Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign object in the mouth of the forceps cannot be specified. What the material was could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to pin holes in the instrument tube and bending section cover. In addition, evaluation found the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of the standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the forceps could not be inserted smoothly due to damage to the instrument tube, the ultrasound transducer was corroded, the universal cord was buckled, the paint on the air/water cylinder was peeled, the suction cylinder was deformed, the objective lens was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending tube of the evis lucera ultrasound gastrovideoscope was defective and there were air/water leaks from the instrument/suction channel. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps mouth had foreign objects. The report is being submitted due to foreign material in the forceps mouth found during evaluation.